Event description:
It was reported that the video scope image is streaky and flickers. The issue occurred during a therapeutic hernia surgery. The procedure was completed using a similar device after a short delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable, and stripes in image. Based on the results of the investigation, it is likely the following led to the malfunction: video cable is broken and therefore stripes in image occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video scope image is streaky and flickers. The issue occurred during a therapeutic hernia surgery. The procedure was completed using a similar device after a short delay. There were no reports of patient harm.